Event description:
It was reported that the user received an ¿alert 38 ¿ motor stall¿ with an ¿unable to proceed¿ message after completing the drops during a supply change on the ilet pump; after a pump restart, the user completed the supply change, consistent with a failure to infuse event during setup. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during the interaction, and the event aligned with a device motor stall consistent with a failure to infuse during supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.